Manufacturer narrative:
Initial reporter's fax number: (B)(6). (B)(4). An ultraflex esophageal ng distal release covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received partially deployed. The shaft was kinked approximately 28 cm from the tip of the delivery system. The loops of the stent were bent. Functional evaluation was performed and the stent was deployed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. The stent was deployed without resistance. The outer diameter (od) of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was not confirmed; the stent was deployed without resistance. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, and/or the patient anatomy, limited the performance of the device and contributed to the shaft kinked and stent partially deployed. The physician may have used force causing the kink in the shaft and for this reason the stent could not deploy completely inside the patient during the procedure. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was to be implanted to treat cardia duodenal stenosis during esophageal stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy because the black stent deployment suture could not be pulled. The device was removed from the patient partially covered with stent deployment suture and another ultraflex esophageal stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent.